Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4). Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6009591, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 03-sep-2025 against final reporting decision equal serious injury and death, lot number criteria equal lot number 6009591. The count of complaint is 2 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6009591 was manufactured according to the work instruction (wi) version 117 and manufactured in the line 04 on 12-oct-2024, with a total of (B)(4) units. Review of the DHR showed that a non-conformance (nc), failure in leak test in water (upper membrane) of inset product. Test results: in order to test the product, the returned sample(s) from the lot have been requested no photo or physical sample was provided. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, one nc raised during production, no related to complaint code, no trend identified for the lot in question, no further actions are required. This is a complaint which is being addressed as part of a corrective and preventive action (CAPA) 1768101 autosoft 90, kinked soft cannula issues which has been opened as result of trending activities. This is a complaint which is being addressed as part of a CAPA 1768101: "autosoft 90, kinked soft cannula issues which has been opened as a result of trending activities. This complaint is a reportable with valid lot number/product code. CAPA determination results: this complaint falls under the scope of the CAPA 1768101: "autosoft 90, kinked soft cannula issues" and will cover inset I (autosoft xc dhf-13.8 & 13.13) and inset ii (autosoft 90 dhf-14 and 14.3) products. Root cause of problem: the root cause has been identified as: method, manpower, measurement, machine: corrective action as a result of the investigation: the action plan and deadlines is as followed: the following actions were already implemented in the nc. 1. Include the defect in document (work instruction inset line). 2. Improve guards of the conveyors 3. Update trays for the stock of cannulas 4. Update document (B)(4) (quality specification for catheter fixture for skewed catheters) for include the handling of the catheter during the process. 5. Update the document (work instruction inset line) to include the preventive actions implemented in the process (trays) a remaining action (to address design root cause) and deadlines is as followed: add cylinders to the lid to maintain in position the needle and cannula during transportation and prior use (database 1771074- 30/sep/2025).

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion sets bent cannula events on (B)(6) 2025. The events occurred within three or more hours after insertion. The infusion sets has been used for 5 to 6 hours. The insertion site was abdomen and upper buttocks. The blood glucose level was high at the time of the events due to which patient required assistance from hospital and got treated with intravenous (IV) for 36 hours. The patient also took bolus via pump to resolve blood glucose issue. Patient was found positive for high ketones level and ketone levels were found to be life-threatening. Patient replaced infusion sets and resumed insulin deliveries successfully. No further information available.